Event description:
It was reported that during a stenting treatment procedure, the iliac wallstent 10x75 did not expand after being deployed. The patient was asymptomatic during this event. The lesion being treated was a calcified, 75% stenotic lesion in a tortuous subclavian vein. The physician used a 6 fr mosquito introducer sheath for vascular access, and a .035 radiofocus guide wire to cross the lesion. A 10x69 iliac wallstent was placed over the 10x75 iliac wallstent to secure it in place against the vessel wall, and the procedure was successuflly completed. No patient injuries were reported, and patient status is reported as `fine'.